Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) ) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of adnexa uteri pain ("pain on left ovary") in a female patient who had essure (batch no. D30811) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced adnexa uteri pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), back pain ("back pain"), headache ("headaches"), dysmenorrhoea ("painful periods"), dry eye ("often dry eyes"), dyspareunia ("pain during sexual intercourse"), abdominal distension ("swollen abdomen"), abdominal pain upper ("gastric pain"), amnesia ("loss of memory"), disturbance in attention ("concentration disorder at work") and metrorrhagia ("bleedings out of periods"). Essure treatment was not changed. At the time of the report, the adnexa uteri pain, arthralgia, back pain, headache, dysmenorrhoea, dry eye, dyspareunia, abdominal distension, abdominal pain upper, amnesia, disturbance in attention and metrorrhagia outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, adnexa uteri pain, amnesia, arthralgia, back pain, disturbance in attention, dry eye, dysmenorrhoea, dyspareunia, headache and metrorrhagia to be related to essure. The reporter commented: it was reported that the events started on (B)(6) 2015. It was planned to remove essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: adnexa uteri pain - the analysis in the global safety database revealed 82 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of adnexa uteri pain ("pain on left ovary") in a female patient who had essure (batch no. D30811) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced adnexa uteri pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), back pain ("back pain"), headache ("headaches"), dysmenorrhoea ("painful periods"), dry eye ("often dry eyes"), dyspareunia ("pain during sexual intercourse"), abdominal distension ("swollen abdomen"), abdominal pain upper ("gastric pain"), amnesia ("loss of memory"), disturbance in attention ("concentration disorder at work") and metrorrhagia ("bleedings out of periods"). Essure treatment was not changed. At the time of the report, the adnexa uteri pain, arthralgia, back pain, headache, dysmenorrhoea, dry eye, dyspareunia, abdominal distension, abdominal pain upper, amnesia, disturbance in attention and metrorrhagia outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, adnexa uteri pain, amnesia, arthralgia, back pain, disturbance in attention, dry eye, dysmenorrhoea, dyspareunia, headache and metrorrhagia to be related to essure. The reporter commented: it was reported that the events started on (B)(6) 2015. It was planned to remove essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: adnexa uteri pain - the analysis in the global safety database revealed 81 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Bayer case number: (B)(4). Pain on left ovary [pain ovarian]. Joint pain [joint pain]. Back pain [back pain]. Headaches [headache]. Painful periods [painful periods]. Often dry eyes [dry eyes]. Pain during sexual intercourse [painful intercourse] . Swollen abdomen [swollen abdomen]. Gastric pain [gastric pain]. Loss of memory [loss of memory]. Concentration disorder at work [concentration impairment]. Bleedings out of periods [intermenstrual bleeding]. Endometriosis [endometriosis]. Chronic fatigue [chronic fatigue]. Memory loss [memory loss]. Reduced vision [vision decreased]. Dizziness [dizziness]. Osteoarthritis [osteoarthritis]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 15-may-2018. The most recent information was received on 27-jun-2025. This spontaneous case was originally reported by a lawyer and describes the occurrence of adnexa uteri pain ("pain on left ovary") in a female patient who had essure inserted (lot no. D30811). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced adnexa uteri pain (seriousness criterion medically important), arthralgia ("joint pain"), back pain ("back pain"), headache ("headaches"), dysmenorrhoea ("painful periods"), dry eye ("often dry eyes"), dyspareunia ("pain during sexual intercourse"), abdominal distension ("swollen abdomen"), abdominal pain upper ("gastric pain"), loss of memory ("loss of memory"), disturbance in attention ("concentration disorder at work"), intermenstrual bleeding ("bleedings out of periods"), endometriosis ("endometriosis"), fatigue ("chronic fatigue"), memory loss ("memory loss"), visual impairment ("reduced vision"), dizziness ("dizziness") and osteoarthritis ("osteoarthritis"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, abdominal pain upper, adnexa uteri pain, loss of memory, memory loss, arthralgia, back pain, disturbance in attention, dizziness, dry eye, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, intermenstrual bleeding, osteoarthritis and visual impairment to be related to essure administration. The reporter commented: it was reported that the events started on 16-apr-2015. It was planned to remove essure. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 27-jun-2025: patient name initials were updated. Further company follow-up with the regulatory authority is not possible. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Pain on left ovary [pain ovarian], joint pain, back pain, headaches, painful periods, often dry eyes, pain during sexual intercourse, swollen abdomen, gastric pain, loss of memory, concentration disorder at work, bleedings out of periods [intermenstrual bleeding], endometriosis, chronic fatigue, memory loss, reduced vision [vision decreased], dizziness, osteoarthritis. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 15-may-2018. The most recent information was received on 27-jun-2025. This spontaneous case was originally reported by a lawyer and describes the occurrence of adnexa uteri pain ("pain on left ovary") in a female patient who had essure inserted (lot no. D30811). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced adnexa uteri pain (seriousness criteria medically important and intervention required), arthralgia ("joint pain"), back pain ("back pain"), headache ("headaches"), dysmenorrhoea ("painful periods"), dry eye ("often dry eyes"), dyspareunia ("pain during sexual intercourse"), abdominal distension ("swollen abdomen"), abdominal pain upper ("gastric pain"), loss of memory ("loss of memory"), disturbance in attention ("concentration disorder at work"), intermenstrual bleeding ("bleedings out of periods"), endometriosis ("endometriosis"), fatigue ("chronic fatigue"), memory loss ("memory loss"), visual impairment ("reduced vision"), dizziness ("dizziness") and osteoarthritis ("osteoarthritis"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, abdominal pain upper, adnexa uteri pain, loss of memory, memory loss, arthralgia, back pain, disturbance in attention, dizziness, dry eye, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, intermenstrual bleeding, osteoarthritis and visual impairment to be related to essure administration. The reporter commented: it was reported that the events started on (B)(6) 2015. It was planned to remove essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 18-jun-2018 for the following meddra preferred term: adnexa uteri pain - the analysis in the global safety database revealed 82 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 27-jun-2025: upon receipt of new follow up it was identified that argus cases (B)(4) are duplicate of each other. Therefore, argus case (B)(4) needs to nullify from argus database. All source document, references, reporters, events (endometriosis, osteoarthritis, chronic fatigue, memory loss, reduced vision, dizziness) & all relevant information has been transferred to retention case. Further company follow-up with the regulatory authority is not possible. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.